Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Call came through technical services, dealer no longer on the phone. Dealer states he would plug in the charger and the charger would get hot.